Event description:
Patient had nellcor maxfast spo2 monitor applied to forehead post surgical procedure. Upon removal of the device from the patient's forehead, the patient reported that a layer of skin came off with the device resulting in a skin tear in the middle of the forehead. After the patient was discharged from the facility, the patient called back to report they did seek treatment for the skin tear.manufacturer response for spo2 sensor, nellcor maxfast (per site reporter)======================the manufacturer rep reported there are several layers of adhesive on this device so that the device can be moved around over and over again. The manufacturer has asked the facility several questions regarding the event and has offered staff education. Additional information will be shared with FDA upon receipt.